Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the customer found (1) tube decolorated with foreign mater. No patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital g5: PMA/510(k)#: one additional code applies; k230855 investigation summary: bd received one (1) sample and two (2) photos for investigation. The customer sample was evaluated by visual examination, the photos were reviewed and the indicated failure mode for foreign matter-other was observed. Additionally, thirty (30) retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter- other was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter-other. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."